Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to high magnetic fields. The insulin pump will not be returned for analysis.